Manufacturer narrative:
Device evaluation: the medtronic service engineer (se) evaluated the device but was unable to duplicate the reported issue. The se did find that the battery was not fully inserted and the thumb screw lock was off. The se reinserted and locked the battery. The ventilator passed all testing per manufacturing specification and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the pb980 ventilator screen went black with alarm and found device went in to backup ventilation. It was also noted that the battery was popped out on the side of the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.